Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected with four syringes of juvéderm voluma® xc, two syringes in the lateral cheeks (one on each side) and two syringes in the preauricular/midface (one on each side) and two syringes of juvéderm®volux in the mandibular angle (one on each side). The patient is experiencing swelling, tenderness and a nodule on the left cheek. The hcp prescribed the patient prednisone twice, bactrim, clindamycin and cipro. The hcp explained that the patient preformed an ¿ind¿ (stuck a needle in the nodule) at home, but this was not advised by the hcp. The plan was to dissolve all the filler. Symptoms are still ongoing. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the suspect product, juvéderm®volux xc.